Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus and increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 180 mg/dl, and the meter bg reading was 68 mg/dl. As a result of the auto-bolus and increased basal delivery, customer's blood glucose (bg) level lowered to 49 mg/dl. Bg was addressed via glucagon injection. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.